Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn 16057001 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16057001 was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had multiple failures and were not detected on the bus. The field service engineer replaced the affected drawers. After completing the replacement, pockets were transferred successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was repeatedly failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.